Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Initial reporter - email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional additionally reported left side "capsular contracture (baker grade IV) with implant malposition". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Malposition: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed.

Event description:
Healthcare professional, additionally reported, left side "capsular contracture, (baker grade IV). With implant malposition". The device has been explanted and replaced.